Manufacturer narrative:
The initial medical device report was submitted 2938836-2014-18718. Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that device could not be interrogated. Device was explanted.